Manufacturer narrative:
The sample was collected in a 5cc vacutainer, stored at room temperature and collected within 2 hours of sample processing. Qc was run before and after the event and recovered within range. The customer indicated that moderate plt clumps were observed for the initial sample. Per labeling, giant platelets, platelet clumps, white cell fragments, electronic noise, very small red cells, red cell fragments are known interfering substance for plt. A field service engineer (fse) was at the account for an unrelated issue and ran reproducibility and verified plt cv% was within limits. The fse observed all wbc apertures were counting equally. The fse was unable to find plt issues with analyzer. The fse will continue to monitor plt clumping issues. Root cause of this event is unknown.

Event description:
The customer states that coulter lh750 instrument generated an erroneous low platelet (plt) result on a patient specimen without any instrument generated flags. However, the result was printed with an operator-defined "l"-low result flag. The low plt result was reported out of the lab. Another sample was collected two hours later which produced higher plt result (it was considered a correct result). There were no reports of death or injury and no patient treatment was affected.